Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh/ bso.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to urinary incontinence. The patient experienced infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was noted that the patient underwent mesh revision/removal on (B)(6) 2011 due to severe pain, severe tearing sensation, nerve spasms and difficulty sitting or standing for any length of time. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced foul smelling urine, frequency, burning urination and urinary tract infection.